Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 640-670 mg/dl range; cause was not known. Customer administered a manual insulin injection to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management. Additionally, it was reported that a cartridge alarm occurred with multiple cartridges during insulin delivery. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged alarm 20 issue was verified while the alleged high bg issue was verified in the pump logs; however, no failure was identified.